Event description:
It was reported that the patient felt that his pump was disconnected. About a week ago, the patient was falling/ slumping to the left in his wheelchair. He was unable to defecate or move his right arm, his right fist was closed and when in bed his right heel jerked. The patient¿s condition had gotten worse over the past week. No sounds or alarms were heard. It was noted that the patient was in an assisted living facility. The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. (B)(4).